Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified graft of the proximal posterior descending artery (pda) and right coronary artery (rca). A 2.0x15mm apex balloon was advanced to the target lesion for predilation and it was noted the physician experienced difficulty advancing and positioning the apex balloon; however, the lesion was successfully predilated to 10 atms. A 2.5x18mm promus stent was then advanced to the lesion and was successfully deployed. It was noted that the physician also had difficulty advancing and positioning the promus stent as well. The stent delivery system was removed from the patient and dye was injected into the lesion and a perforation was discovered. The stent delivery balloon was re-advanced to the target lesion and was inflated for 20 minutes at 10atms in an attempt to treat the perforation. The perforation was sealed; however, the patient experienced chest pain during the inflation of the stent delivery balloon. The chest pain was resolved after the stent delivery balloon was deflated and removed from the patient. The same 2.0x15mm apex balloon was then re-advanced to the lesion for postdilation at an unknown pressure. A 3.5mm promus stent was then successfully implanted in the proximal portion of the draft and the procedure was completed. No additional patient complications were reported with the patient's current condition listed as "stable". The relationship of the perforation to the apex device is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.